Manufacturer narrative:
On 13-jan-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation with two qdot micro¿ catheter devices and an unspecified thermocool smarttouch (stsf) device and the patient experienced pericardial effusion that required pericardiocentesis and surgical intervention. Device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies in the device. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device 31321098l number, and no internal actions related to the reported complaint condition were identified. The root cause of the adverse event remains unknown. The physician's opinion on the cause of the adverse event was the procedure. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Additionally, on (B)(6)2025, bwi received information indicating that it was only one qdot that had a force issue, and the second qdot used that experienced signal issues. This complaint will be treated as the 1st qdot in the procedure. As a result, the h6 medical device problem code "signal artifact (B)(6)" no longer applies to this qdot. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with two qdot micro¿ catheter devices and an unspecified thermocool smarttouch (stsf) device and the patient experienced pericardial effusion that required pericardiocentesis and surgical intervention. The qdot catheter could not be zeroed. Error 106 force sensor error occurred. Cable replacement, catheter replacement, piu (patient interface unit) shutdown did solve the problem. There were noisy signals on the qdot signal 1/2. Switching to stsf solved the problem. It was also reported that the patient experienced a pericardial effusion. The adverse event was discovered after only inserting the catheter into the patient. No ablation occurred prior to noting the pericardial effusion. The physician's opinion on the cause of the adverse event is the procedure. The intervention included puncture and drainage of the fluid. The patient fully recovered and did not require extended hospitalization. However, the patient required surgery in the ep (electrophysiology) lab.